Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an power error alarm during normal use. Blood glucose level at the time of the incident was 80 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
Unit received with high sleep current measurement due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with active current measurement within spec and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.